Event description:
The consumer stated that her tampon scratched her upon insertion. When she removed the insertion tube, she found two pledgets inside.

Manufacturer narrative:
Device history record is under review. Consumer returned unused product for evaluation on (B)(4) 2014. A visual inpsection of two companion samples was performed. The visual examination did not observe any product defects or abnormalities. Information from this incident will be included in our product complaint and MDR trend analysis.